Manufacturer narrative:
The affected device was not returned for investigation and therefore it is not possible to perform the product specific examinations - indispensable in such cases - and the root cause for the event cannot be determined. The complaint is added to the complaint trend.

Event description:
It was reported that, "surgeon placed a 2.0 x 28 cannulated screw in pt's 3rd metacarpal for an oblique fracture. Surgeon decided to remove screw to gain a better reduction. While trying to remove, the tip of the screwdriver broke off in the head of the screw. K-wire was removed along with the broken screwdriver. Surgeon removed the screw with pliers because screw head stripped, and finished case."